Event description:
When pretesting the catheter prior to pt use, the balloon would not deflate. The device was not used on a pt and no further complications were reported.

Manufacturer narrative:
Code 2199-not labeled. Code 2200-labeled. Code 1149 not labeled.